Event description:
It was reported the patient's scs ipg pocket was revised. The patient's scs ipg had moved from its original location but it did not cause any discomfort to the patient.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.